Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: a3a - sex: updated from ni to female. A5 - ethnicity: updated from ni to not hispanic/latino. A6 - race: updated from ni to white. B3 - date of event: updated from (B)(6) 2024. D9 - device available for evaluation: updated from yes to no. E1 - title: updated from mr. To dr. E3 - occupation: updated from other health care professional to physician. H6 - medical device problem code: updated from 3190 to 1142.

Event description:
Subsequent to the initial MDR report, additional information was provided. It was reported that this was an arteriotomy closure of a common femoral artery with two prostyle devices using the pre-close technique via a 6fr sheath hole prior to an interventional emergency infrarenal endovascular repair (evar) for threatened abdominal aortic aneurysm (aaa) procedure. Reportedly, after depressing and removing the plunger there was no indication of needle engagement for both devices. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18fr and the interventional procedure was completed. The sutures of the two successfully pre-placed prostyles did not achieve adequate hemostasis as more bleeding was noted. Therefore hemostasis was achieved with a non-abbott device and manual compression. There was no adverse events at the time of the procedure; however the patient subsequently had a right iliac occlusion. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event: estimated a partial UDI was provided as the lot number is not known manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that there were two unspecified prostyle failures regarding a case. No additional information was provided.